Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the user reported the cv-190 was connected to the monitor and the image on the monitor might be set to picture in picture (pip) and was requesting assistance with getting the monitor to be full screen. The user was instructed to press the pip light on the monitor until the light goes out. Once the light went out, the user noticed the monitor went black and showed a different signal. The user was then instructed to hit port a on the monitor. The image was then restored. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), the high definition lcd monitor went black. The intended procedure was therapeutic. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.